Event description:
Info received indicates the nurse call is not working from the bed.

Manufacturer narrative:
The technician found the wires broken on the communication cable. The tech replaced the communication cable to repair the bed.